Event description:
Gastric tube fell out; balloon burst inside pt. No changes in therapy; no changes in pt condition. The nurse stated that she wondered if the pt's gastric contents could have contributed to the event.

Manufacturer narrative:
The MFR stated that the cause could not be determined. This is the first complaint of this type. Add'l info may help identify the nature and cause of the problem.